Event description:
It was reported that during unpacking before a stenting treatment procedure with a carotid wallstent monorail, a catheter breakage was noted. The procedure was completed with another of the same device. The patient's status was stable following the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. It was noted that the outer sheath was detached at 170 mm proximal to its distal end which is at the monorail exit. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking before a stenting treatment procedure with a carotid wallstent monorail, a catheter breakage was noted. The procedure was completed with another of the same device. The patient's status was stable following the procedure.